Manufacturer narrative:
A contact therapy catheter was received for eval. Visual insp revealed the luer extension tube was broken at the handle edge and the fluid lumen was detached. Functional testing of the device could not be completed due to the broken luer extension tube and detachment of the fluid lumen. Review of the device history record confirmed that this lot met mfg requirements prior to shipment. The root cause classification is consistent with operation context as device performance was limited due to anatomical/procedural factors.

Event description:
It was reported while using a contact therapy catheter during an atrial fibrillation ablation procedure, the irrigation port detached. After approx 40 minutes of use, it was noted the irrigation port completely detached from the handle. The procedure was completed with a different catheter. There were no adverse consequences to the pt.